Event description:
On 11(B)(6) 2013, the reporter contacted animas, alleging a occlusion (random) issue. The reporter stated that the pump emitted call service alarm 064-0001 after the cartridge was changed. During troubleshooting, the pump primed successfully after the cartridge and tubing were changed and the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.